Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a missing retrieval bag. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: section h6 has been updated. The device code has been updated from 2907 (detachment of device or device component) to 2306 (component missing).

Event description:
Procedure performed: cholecystectomie event description: ai translation: bag deployment for gallbladder extraction. No bag present during intra-abdominal device deployment. Use of another extraction bag. Intervention: device replacement. Patient status: ok.

Event description:
Procedure performed: cholecystectomie. Event description: ai translation: bag deployment for gallbladder extraction. No bag present during intra-abdominal device deployment. Use of another extraction bag. Intervention: device replacement. Patient status: ok.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.